Event description:
It was reported by service report that the customer alleged that the rail assembly was loose. No patient involvement or adverse consequences are reported. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Results: rail assembly. Conclusions: replacement part sent to customer. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report may be submitted.